Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('general abnormal. Bleeding/ abnormal bleeding (general)') and uterine neoplasm ('tumors/ tumor / teratoma / cancer type: uterus/tumor') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included vaginal candidiasis and hydrosalpinx. Family history included gallbladder disease. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("rash/skin condition/ rashes or skin conditions type: rashes"), skin disorder ("rash/skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions/ gastrointestinal or digestive system condition type: gastrointestinal"), alopecia ("hair loss"), nausea ("nausea"), headache ("headaches"), migraine ("migraine, migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: mood"), insomnia ("hormonal changes describe: no sleep"), emotional disorder ("psychological injury / psychological or psychiatric problems condition: stayed emotional"), weight fluctuation ("weight gain / loss"), uterine enlargement ("enlarged uterus") and feeling abnormal ("brain fog") and was found to have uterine neoplasm (seriousness criterion medically significant) and uterine leiomyoma ("leiomyoma"). The patient was treated with surgery (endometrial ablation and hysterectomy full, oophorectomy bilateral, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, rash, skin disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, nausea, headache, migraine, uterine neoplasm, vaginal haemorrhage, dyspareunia, mood altered, insomnia, emotional disorder, weight fluctuation, uterine enlargement, feeling abnormal and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, emotional disorder, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, skin disorder, uterine enlargement, uterine leiomyoma, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: received treatment for pain, bleeding, other injuries/symptoms, bladder/urinary problem : yes. Received treatment for autoimmune : no. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on an unknown date: placed correctly. Imaging procedure - on an unknown date: she underwent confirmation test. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : nausea, abdominal pain, leiomyoma, enlarged uterus, dyspareunia. Most recent follow-up information incorporated above includes: on 8-oct-2019: plaintiff fact sheet and medical records received : reporter information, patient details updated. Events added- dyspareunia, mood altered, insomnia, weight fluctuation, uterine enlargement, feeling abnormal, uterine leiomyoma. Event ¿psychological trauma¿ updated to ¿emotional disorder¿. Event ¿neoplasm¿ updated to ¿uterine neoplasm¿. Medical history and concomitant conditions added. Lab details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia) in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: phentermine. Concurrent conditions included vaginal candidiasis and hydrosalpinx. Family history included gallbladder disease. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding/ abnormal bleeding (general), abdominal pain ("abdominal pain"), rash ("rash/skin condition/ rashes or skin conditions type: rashes"), skin disorder ("rash/skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions/ gastrointestinal or digestive system condition type: gastrintestinal"), alopecia ("hair loss"), nausea ("nausea"), headache ("headaches"), migraine ("migraine, migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: mood"), insomnia ("hormonal changes describe: no sleep"), emotional disorder ("psychological injury / psychological or psychiatric problems condition: stayed emotional"), uterine enlargement ("enlarged uterus") and feeling abnormal ("brain fog") and was found to have uterine neoplasm ("tumors/ tumor / teratoma / cancer type: uterus/tumor"), weight decreased ("weight loss") and uterine leiomyoma ("leiomyoma"). The patient was treated with surgery (endometrial ablation and hysterectomy full, oophorectomy bilateral, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, rash, skin disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, nausea, headache, migraine, uterine neoplasm, vaginal haemorrhage, dyspareunia, mood altered, insomnia, emotional disorder, weight decreased, uterine enlargement, feeling abnormal and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, emotional disorder, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, skin disorder, uterine enlargement, uterine leiomyoma, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: received treatment for pain, bleeding, other injuries/symptoms, bladder/urinary problem : yes. Received treatment for autoimmune : no. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - in (B)(6) of 2013: unilateral occlusion (left tube occluded), other placed correctly. Only 1 tube was able to do complete close. The other tube,he could not put in all the way, was already blocked. Imaging procedure - in (B)(6) of 2013: she underwent confirmation test. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : nausea, abdominal pain, leiomyoma, enlarged uterus, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event weight gain / loss was updated to weight loss. Event uterine neoplasm made non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psychological injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), headache ("headaches") and migraine ("migraine") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy full, oophorectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, rash, skin disorder, psychological trauma, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, nausea, headache, migraine and neoplasm outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, neoplasm, pelvic pain, psychological trauma, rash, skin disorder and vaginal discharge to be related to essure. The reporter commented: received treatment for pain, bleeding, other injuries/symptoms, bladder/urinary problem: yes. Received treatment for autoimmune: no diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: she underwent confirmation test. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Date of removal added. Reporter information were added. Previously reported event injury to herself were updated to pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal. Bleeding, rash/skin condition, psychological injury, vaginal discharge, fatigue, gi conditions, hair loss, nausea, headaches, migraine, tumors no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.